Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the lvad pump would not run while connected to the backup system controller. The system controller was replaced with another system controller.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.